Event description:
The customer reported a bloody leak coming from the needle bellows inside the lh780 instrument. The volume of the leak was about 5 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the needle bellows were not draining. The fse replaced two check valves on the aspiration path of the needle bellows waste line and replaced pinch valve vl57a. The waste line was then flushed with bleach to clear any remaining blood and the instrument ran without any leaks. (B)(4).